Event description:
Pt reported that she has experiencd several occasions where the tubing separated from the luer lock on her infusion set. The pt reported that she checked her blood glucose and it read above 600 mg/dl. She stated that she started to experience blurry vision, headache, increased thirst and chest pains. She changed the infusion set tubing and administered a bolus to reduce her blood glucose values. No medical assistance was required. The pt reported that she does not have any of the affecetd product to return for eval.